Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. The reported issue is that the battery has reached the end of its life. The recommended resolution is to replace the dfm100 batteries, with a suggested replacement interval of every 3 years. The customer has been referred to a third party for a battery quote, and no troubleshooting was performed since we confirmed that the device failed testing. Based on the available information and testing conducted, the reported issue was attributed to the battery reaching the end of its life, resulting in a failed battery test during a self-test. However, due to the absence of troubleshooting on the device, the exact cause of the reported issue could not be determined, and consequently, the problem was not confirmed. The resolution was that philips referred the customer to a third party for a battery replacement quote. The investigation concludes that no further action is required at this time. H3 other text : device evaluated by philips remote service engineer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery test failed during self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.